Event description:
Customer reported that the tubes cuff developed a leak during pt use. Caller reported that the pt experienced decreased oxygenation. Replacement of the tube was required.

Manufacturer narrative:
(B)(4). Investigation is ongoing. The sample associated to this report is expected to be returned for analysis.